Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed button error frequently, rejects new batteries, gets no delivery alarms, and does not deliver correct insulin amounts sometimes. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the pump had physical damage. No further was provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test. The motor was tested outside the device and passed. Device received with cracked display window corner noted. All buttons functioning properly. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test, unexpected restart error test, off no power test and all operating currents tested within the spec range.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test. The motor was tested outside the device and passed. Device received with cracked display window corner noted. All buttons functioning properly. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test, a21 error test, off no power test and all operating currents tested within the specification range.